Manufacturer narrative:
The suture of the device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional proglide devices referenced are being filed under separate medwatch report numbers.

Event description:
Returned material analysis found three additional proglide sutures noting deployment/retrieval failures. No additional information was provided.

Manufacturer narrative:
Visual inspections were performed on the returned device. The reported malposition/failure to deploy the suture was confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or friable femoral vessel due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.